Event description:
Additional information received reported that the device system was used to infuse gablofen as of (B)(6) 2013. The patient was also taking glucogel, acidophilus, oral baclofen (started (B)(6) 2013 for symptoms of increased tone secondary to catheter malfunction) celexa, d-mannose, fish oil. Rhodiola rosea, sanctura, senna potassium and an unspecified diuretic. The symptoms the patient experienced increased tone, ¿worse than baseline prior to itb (intrathecal baclofen) treatment, no improvements with dose increase.¿ troubleshooting included side port access (B)(6) 2013 with no fluid return. As of (B)(6) 2013 the patient was ¿doing well, responding to dose increases as [they] titrate up on dose.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced baclofen withdrawal. Review of the pump logs revealed a motor stall occurred at 13:39 and recovery at 15:14 on (B)(6) 2013. It was noted possible pump and catheter malfunction. It was indicated as device related. The pump was explanted. There was no patient injury and the patient recovered without sequela. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2013. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received reported that after the (B)(6) 2012 procedure (refer to manufacturer report # 3004209178-2013-00136) there was no change in the patient¿s tone. ¿maybe for a few weeks¿ change was noticed but then it went back to ¿the same amount of tone that she had previously¿. The patient reportedly had another appointment with their health care provider (hcp) on (B)(6) 2013 at which time the patient had a CT scan done. It was noted the patient¿s dose increases were not helping her symptoms. It was then reported the catheter was plugged and on (B)(6) 2013 the hcp went in as previously reported to replace the catheter. It was reported the hcp stated the catheter was ¿sheered¿ at the lumbar site and that there was tissue growth in the connector. The hcp implanted a new thicker, stronger catheter. It was noted the catheter was pushed down from t4 to t12. The hcp¿s also tested the patient for high pressure, as previously reported, in the brain and the test results stated that the patient didn¿t have high pressure in her brain. It was also reported the patient had ¿no ¿pvl¿ no bleeding in the brain¿. It was noted the hcp¿s couldn¿t figure out why catheters ¿keep blowing out¿. Following the catheter replacement it was noted the system/therapy was working for the patient. The reporter was a poor historian regarding the timeframes of the patient¿s events and the reported event timelines did not correlate with the device manufacturer¿s implant registry system. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This information was previously reported in manufacture report# 3004209178-2013-19444. Additional review determined it was related to this event.[ a family member reported the patient's catheter broke apart. In (B)(6) 2013 the patient had a revision, and another catheter was implanted. The patient had an MRI in (B)(6) 2013 to confirm that the patient's pressures were fine in their brain". The patient's optic nerve was checked by an ophthalmologist to confirm that the pressures were not high. As far as the family member knew, the catheter was still implanted in the patient, "everything was left in the patient". When the patient had x-rays they could visually see all the pieces of the catheter. The medication infused was unknown.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.